Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 190 mg/dl. The customer stated that the buttons were none responsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit had no button response due to corroded keypad traces. The keypad overlay was not torn or cracked. Unit had a scratched keypad overlay, minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched tube window and cracked reservoir tube lip.